Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed which adequately addresses the customer issue. Use error caused the issue as the customer did not follow the safety instructions.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that an employee was splashed in the eye when trying to change trigger solution on the alinity I processing module. The employee was not wearing eye protection at the time. The employee flushed the eyes with water, was seen by an ophthalmologist, was given an eye ointment, and was prescribed eye drops. The employee stated that symptoms improved after using the eye drops.